Manufacturer narrative:
It was reported that the device did not inflate at all. The same inflation device was used with other devices pre and post inflation difficulties. No patient injury is reported. Device analysis: the balloon returned with blood visible in the balloon and inflation lumen. The balloon failed negative prep. On pressurisation of the device, a leak was observed on the balloon proximal cone. The balloon failed to maintain pressure. There was a short longitudinal tear on the balloon material, located at the proximal marker band. The balloon material was jagged and uneven at the tear site. Lead in scratches were evident proximal to the tear site. Deformation was also evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent device. It is reported that the device malfunctioned and balloon would not inflate and was then pulled out; nothing detached. No patient injury is reported.